Event description:
It was reported that the function switch did not work properly. No patient injury was reported.

Manufacturer narrative:
D4: UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The function switch button was jammed, cap detached and the surround broken due to damage. The root cause of the reported issue was found to be damage caused by an impact or being dropped. Actions were taken to mitigate the reported issue: the switch was replaced.